Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Reason for device explant and/or reoperation: left breast mass and wrinkling mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old caucasian female patient underwent revision breast augmentation with 450cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her right side postoperatively. As a result, the devices were explanted on (B)(6) 2025. On (B)(6) 2025, mentor became aware that the patient also experienced bilateral wrinkling, and left side breast mass in addition to right side rupture. Right side replacement device used on (B)(6) 2025 was catalog number 3504504bc; serial number (B)(6). This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On july 2, 2025, the mentor failure analysis lab received the device for evaluation. On july 7, 2025, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).